Event description:
The customer reported a battery failure during pt use. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.